Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Device received with serial number label missing, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken to emergency room due to elevated blood glucose and mechanical malfunction of insulin pump on (B)(6) at 10.30 pm. The customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. Customer reported that the auto mode feature was turned on during incidence. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer feel nausea and dry mouth and headache like symptoms due to high blood glucose. The customer discontinued from insulin pump during hospitalization also gave him intravenous fluid and manual injection to treat high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer also reported that the insulin pump was not working properly. The customer stated that insulin pump delivering insulin but body was not reacting to it, they feels that its not delivering insulin. Customer was able to complete carelink upload. The insulin pump will be returned for analysis.